Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on radius and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening

Event description:
Physician reported a left side rupture. The device has been explanted.